Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. No additional information was provided. Further follow-up with the health professional noted, the port was explanted due to an alleged leak.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the band tubing was brittle and contained a sharp opening with leakage. The band tubing was broken with striations consistent with a surgical end cut to remove the device. The damaged port septum had pulled material with evidence of coring likely to have been caused by the use of a coring needle. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."